Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas (sn (B)(6) stopped working overnight, displayed an ¿unable to proceed¿ alert during fill tubing with an occlusion message, and could not be recovered despite restarts and a factory reset; the user experienced hyperglycemia up to 200 mg/dl for five or more hours and administered a 3-unit humalog correction, and a replacement ilet was shipped. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with an electrical or electronic component problem, with involvement of the plunger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.